Event description:
Device returned post explant. Healthcare professional reports infection after period of 14 weeks. Any missing or incomplete data on form 3500a is the result of info received from voluntary reporter.